Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged by a foreign substance. The reported issue (air/water flow too strong) was not confirmed during testing. There was no air or water output due to the clogged nozzle. In addition, the adhesive on the bending section cover was peeling and the light guide lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the feed of air and water from the subject device was too strong. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged by a foreign substance. This report is being submitted for the malfunction found during evaluation (foreign substance). There was no effect on the patient due to the event.

Event description:
The customer provided additional information on 02-sep-2022: the event occurred prior to a diagnostic procedure, the event date was (B)(6) 2022, and the procedure was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was plastic. The root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.